Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from healthcare provider (hcp). Hcp reported that the device is not related to orthostatic hypotension, fall, and broken wrist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was being replaced with percept and amplitude settings were not divided in half per workflow and patient was overstimulated on right stn. The patient called into hcp because he was lightheaded and had fallen. Hcp had patient turn settings down. Patient & hcp were unable to determine the cause of fall from overstimulation or due to his orthostatic hypotension. The patient was seen in clinic and he had turned his settings up a little but still complained of some lightheadedness. The patient was reprogrammed using optistim and stated that his lightheadedness was less and his gait better. The issue was resolved at this time. Additional information was received. It was clarified that the cause of the overstimulation was that the amplitude was not divided in half. Additional information was received. It was clarified that the amplitude not being divided in half was due to user error. Information was received from a patient representative regarding an implantable neurostimulator. Patient representative reported that after implant patient was diagnosed with orthostatic in which blood pressure decreases when the person stands up and patient broke their wrist. Patient representative said that patient was placed on medication while in the hospital and then transferred to rehab for a week where patient had to learn to walk again.